Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1100822344, model/catalog description: reservoir flat iz 100 ml, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) developed an infection. A surgical procedure was performed, during which all components were explanted, and antibiotics were used for washout. A malleable device was implanted. No further patient complications were reported.